Event description:
It was reported that, during implant testing, the system could not convert the induced arrhythmia. An external shock was required, and it too was unsuccessful at converting the induced arrhythmia. The pads on the external defibrillator may not have been optimally placed and CPR was required. Next, the doctor repositioned the system more superior. Again, the system failed to convert the induced arrhythmia. This time, the external shock was successful. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the system could not convert the induced arrhythmia. An external shock was required, and it too was unsuccessful at converting the induced arrhythmia. The pads on the external defibrillator may not have been optimally placed and CPR was required. Next, the doctor repositioned the system more superior. Again, the system failed to convert the induced arrhythmia. This time, the external shock was successful. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation.